Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv 2.5 device ruptured before use. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.evaluation summary:the reported condition of a folfusor sv 2.5 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. This issue is currently being investigated under CAPA(B)(4).